Manufacturer narrative:
Investigation summary: 02/17/2026. The reported complaint of inaccurate readings was confirmed. During visual inspection, corrosion was observed on the tpiv connector. The probable cause of the corrosion on the sample had occurred due to a fluid ingress into the tpiv connector during use. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. When the returned set was primed and pressure leak tested, no leaks were observed. Corrosion could lead to inaccurate readings. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
Inaccurate readings were reported from a transpac® IV monitoring kit w/safeset 84" arterial pressure tubing, reservoir,03 ml squeeze flush and 2 needleless valves. The transducer was reading the systolic blood pressure about 180-200 points higher than the manual cuff pressure readings. When a new transducer was primed and attached to the arterial line, the cuff pressure and arterial pressures correlated. There was no harm to the involved patient.